Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/15/2010 and 02/24/2010 by phone, fax, and mail. A completed questionnaire was received on 02/24/2010. (B) (4). (B) (4). (B) (4).

Event description:
A technician reported that a pt has cloudy vision following bilateral intraocular lens (iol) implant surgeries. In a follow-up, the surgeon reported the pt has a pre-existing macular scar. The event has not resolved for the pt. In the surgeon's opinion, the device did not cause/contribute to the event. There are two medical device reports associated with this event. This report is for the left eye.